Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the tempus pro has an intermittent fault with the transducer cable input and it failed in november. There were no health consequences or impact.